Event description:
It was reported that the patient presented due to a patient alert. Interrogation showed that the right ventricular (rv) pacing impedance increased. Follow up determined that the rv lead will be monitored monthly. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace measurement log data shows a gradual increase for minimum and maximum right ventricular pace equaling 456 to 888 ohms peak between (B)(6)-2009 and (B)(6)-2011.